Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in tubing/chamber. There was no report of patient harm or injury. The device was returned, evaluated by manufacturer and the unit was scrapped.